Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, but the air/water flow was normal after the nozzle was removed. The device evaluation found a cut switch 1, low angulation, a dented distal end plastic cover, a chipped objective lens, a cracked light guide lens and bending section cover glue, and a clogged nozzle with foreign material. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a blocked air channel. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage from u/d and r/l angulation control knobs. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.